Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor was found leaking. The reporter stated that the device had precipitation on the cap, device, and bag of the product. The device was filled with fluorouracil in sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
This product was manufactured october 19, 2016 ¿ october 21, 2016. A folfusor unit was received for sample evaluation. A visual inspection revealed fluid inside the bag that contained the returned unit. The cause of fluid inside the bags was visually identified to be untightened blue winged luer cap. A functional leak test was performed, during and after fill, and no evidence of a leak was observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.